Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, following a tavi, a 18f ce manta was planned for closure. The physician was not able to introduce the bypass tube through the hemostatic valve of the manta sheath, which did not allow the manta closure device to click into the sheath hub. Significant bleeding was present through the valve during the removal of the introducer and insertion of the closure device. Per the IFU instructions, when inserting the manta device, if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and opened a new device.

Event description:
As reported: haemostatic valve very poor. Significant amounts of bleeding through valve when introducer is taken out to insert the manta device with blood splashing on clinicians and assistants. The quality of the valve seems to have deteriorated from the initial products we started with.

Manufacturer narrative:
Device is reported not to return. An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.